Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they kept on going and going to the bathroom. They changed the patient programmer batteries every 2 months. They recently went to see their healthcare provider and were told their ins needed to be replaced due to normal battery depletion. They also experienced burning recently, but when they decreased stimulation, this went away. They were up all night at the time of the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that they stopped fluttering feel. They changed battery and adjusted the level. Symptoms had not been resolved yet. Patient weight was reported. Additional information received as patient reported that the information you're looking for was that the battery was changed programmer not in simulator. Simulator battery was not changed as they are waiting for them to change as per five years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a return of frequency and that the patient needs to get up to void at 3 am, but then cannot got back to sleep afterwards. The patient was scheduled to follow-up with their healthcare provider (hcp) at the end of (B)(6) 2018. The symptom return was described as sudden starting 2-3 weeks prior to the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.